Event description:
The following has been reported: biomed reported: "I have a pump that when turned on, it says "unable to install the software update. The pump requires service." Then it shuts down in 10 seconds. The serial number is (B)(6). I am also trying to pull logs, but I don't think it's working because the pump won't stay on." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: unable to download firmware updates unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to "unable to install the software update. The pump requires service." Then it shuts down in 10 seconds. This error appeared at unit start up. The device was unable to be interfaced with until the som module was removed and replaced. Firmware/software are installed. Performed all functional testing and unit placed in clinical mode to verify error did not occur. Bag hook missing. Som module and bag hook was removed and replaced during repair process. No other damage found.